Manufacturer narrative:
(B)(4). In section d provided the full UDI #. Additionally, added the brand name. **UDI related data quality updates only**

Event description:
It was reported that: 15 nov 2023,the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient. Associated complaints 3003898360-2023-01627, 3003898360-2023-01628 and 3003898360-2023-01629.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: (B)(6) 2023,the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient. Associated complaints (B)(4).

Event description:
It was reported that: on (B)(6) 2023,the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient. Associated complaints: 3003898360-2023-01627, 3003898360-2023-01628 and 3003898360-2023-01629.

Manufacturer narrative:
(B)(4). The reported complaint of "leak - device leak - cuff" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. A device history record review was performed, and no relevant findings were identified. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. No functional issues were found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: (B)(6) 2023,the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient. Associated complaints 3003898360-2023-01627 and 3003898360-2023-01629.